Manufacturer narrative:
.

Event description:
It was reported that the patient received inappropriate atp and hv therapy due to oversensing of noise. The lead was capped and replaced. The patient was stable.